Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower biometric identifier was not working. Customer tried rebooting the station, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A field service engineer (fse) found that the bio ID bracket was broken and the fse replaced the bracket to resolve the issue. The bio ID was then tested. The system functioned as intended after the field service engineer repaired the device.